Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, water leakage occurred in foley catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), temperature silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution immediately leaked from underneath the inflation cap. Further inspection noted, the inflation cap is not assembled correctly. This is out of specification per inspection procedure which states, the cap must be present, the height and position must be correct. Inclined cap not allowed. A potential root cause for this failure could be valve / cap assembly misaligned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that during a pretest, water leakage occurred in foley catheter.